Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that prior to use product was discovered to be damaged, have foreign matter and scale marking issues with a bd syringe 30ml ll bns. The following information was provided by the initial reporter: damaged, fm, scale marking issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7206506, medical device expiration date: 7/31/2022, device manufacture date: 7/25/2017, medical device lot #: 8060847, medical device expiration date: 3/31/2023, device manufacture date: 3/1/2018, medical device lot #: 8066852, medical device expiration date: 3/31/2023, device manufacture date: 3/7/2018, medical device lot #: 8110976, medical device expiration date: 4/30/2023, device manufacture date: 4/20/2018, medical device lot #: 8110978, medical device expiration date: 4/30/2023, device manufacture date: 4/20/2018, medical device lot #: 8110979, medical device expiration date: 4/30/2023, device manufacture date: 4/20/2018, medical device lot #: 8201666, medical device expiration date: 7/31/2023, device manufacture date: 7/20/2018, medical device lot #: 8201667, medical device expiration date: 7/31/2023 device manufacture date: 7/20/2018 medical device lot #: 8227913 medical device expiration date: 8/31/2023, device manufacture date: 8/15/2018, medical device lot #: 8269850, medical device expiration date: 9/30/2023, device manufacture date: 9/26/2018, medical device lot #: 8269853, medical device expiration date: 9/30/2023, device manufacture date: 9/26/2018, medical device lot #: 8303898, medical device expiration date: 10/31/2023, device manufacture date: 10/30/2018, medical device lot #: 8303902, medical device expiration date: 10/31/2023, device manufacture date: 10/30/2018, medical device lot #: 8332866, medical device expiration date: 10/31/2023, device manufacture date: 11/28/2018, medical device lot #: 8332868, medical device expiration date: 10/31/2023, device manufacture date: 11/28/2018, medical device lot #: 8332875, medical device expiration date: 11/30/2023, device manufacture date: 11/28/2018, medical device lot #: 8360632, medical device expiration date: 12/31/2023, device manufacture date: 12/26/2018, medical device lot #: 8360635, medical device expiration date: 12/31/2023, device manufacture date: 12/26/2018, medical device lot #: 8360636, medical device expiration date: 12/31/2023, device manufacture date: 12/26/2018, medical device lot #: 9029952, medical device expiration date: 1/31/2024, device manufacture date: 1/29/2019, medical device lot #: 9029954, medical device expiration date: 1/31/2024, device manufacture date: 1/29/2019, medical device lot #: 9056749, medical device expiration date: 2/29/2024, device manufacture date: 2/25/2019, medical device lot #: 9056754, medical device expiration date: 2/29/2024, device manufacture date: 2/25/2019, medical device lot #: 9056756, medical device expiration date: 2/29/2024, device manufacture date: 2/25/2019, medical device lot #: 9085686, medical device expiration date: 3/31/2024, device manufacture date: 3/26/2019, medical device lot #: 9085688, medical device expiration date: 3/31/2024, device manufacture date: 3/26/2019." A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use product was discovered to be damaged, have foreign matter and scale marking issues with a bd syringe 30ml ll bns. The following information was provided by the initial reporter: damaged, fm, scale marking issue.